Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed several unknown errors, user advisory 45 (not at "home" position after power-on/restart) messages, and unable to rotate the drive shaft was confirmed during the functional testing and the archive data review. The archive data indicated multiple occurrences of ua12 (lifeband not present) and ua45 messages. Ua12 was not reproduced during the testing. However, ua45 and difficult to rotate drive shaft were reproduced and confirmed during the testing. The root cause for the ua45 error was the drive shaft not being at the "home position." The ua45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, it was noticed that the encoder drive shaft was difficult to rotate and exhibited binding and resistance due to the normal wear and tear of the platform. This might have caused the user difficulty pulling up the lifeband completely before turning the device on. The archive data indicated multiple ua12 and ua45 messages around the reported event date, confirming the reported complaint. The autopulse platform failed functional testing due to ua45 being displayed upon powering up, the drive shaft not rotating smoothly, and exhibiting binding and resistance, confirming the reported complaint. The clutch plate was deburred, and the drive shaft was rotated to the home position to address the reported complaint. For testing the cause for ua12, inserted the standard belt clip tool in the spool shaft, checked and verified the switch lever was parallel to the switch case, and the two screws holding the lifeband clip detect switch were torqued to specification. The ua12 message was not reproduced throughout the testing. The platform was subjected to a run-in test using a large resuscitation test fixture (lrtf) with good known test batteries until discharged, and it passed without fault or error. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for the autopulse platform with sn (B)(6). Ccr (B)(4) was reported on august 19, 2024. The clutch plate was deburred, and the drive shaft was rotated to the home position to address the reported complaint.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The autopulse platform (sn (B)(6) was deployed to resuscitate a 57-year-old female in cardiac arrest. The crew reported that the autopulse platform exhibited several unknown errors. Upon examination, the crew observed a user advisory 45 (not at "home" position after power-on/restart) message. Additionally, the customer noted that the drive shaft was unable to rotate. No adverse effects were reported.